Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation, with a longitudinal tear along the inflation balloon. The delivery system was visually inspected and a longitudinal inflation balloon burst, and the crimp balloon was slightly twisted. No other abnormalities were observed on the delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed on the relevant component features related to the reported complaint. Balloon single wall thickness measurements at different locations along the tear were taken with a digital blade micrometer. The measurements met the wall thickness specification. Since the work order was not provided for this complaint, DHR review was unable to be performed. The original work order associated with the assembly of the device was not provided, therefore lot history review was unable to be performed. A review of complaint history from march 2016 to february 2017 revealed other returned complaint devices for all models of the novaflex+ delivery systems with balloon ¿ burst. A review of complaint history reveals that the occurrence rate for balloon ¿ burst did not exceed the february 2017 control limits for the trend category ¿balloon burst¿. No IFU/training manual deficiencies were identified. Since the device lot information was not provided, the latest revisions for balloon and delivery system manufacturing were referenced. During balloon manufacturing, the balloon undergoes multiple inspections. The inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for balloon ¿ burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. The reported perceived root cause was associated with calcification. Per the complaint description ¿the delivery system balloon burst upon full inflation due to calcification¿. There may have been several factors that contributed to the burst during deployment. Per the physician training manual it is noted that inflation volume may vary while performing a valve in valve procedure. Exceeding the rated burst pressure during deployment may also cause balloon damage/burst. Deployment into a calcified implanted valve also carries the risk of a balloon burst. Deposits of calcium can puncture the deployment balloon. It is possible that patient/procedural factors likely contributed to the reported event. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformances were identified in the product evaluation and these failure modes do not exceed the complaint trending control limits, a pra escalation is not required. The complaint was confirmed for balloon ¿ burst, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient (calcification)/procedural (improper inflation volume) factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the february 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing, pending the engineering evaluation of the returned device.

Event description:
During a transfemoral tavr procedure, the delivery system balloon burst during full inflation. This was an aortic valve-in-valve procedure for a 23mm sapien xt valve in a failing 23mm surgical valve. Balloon aortic valvuloplasty (bav) was not performed prior to deployment of the xt valve. The novaflex+ delivery system was prepped with nominal volume. During deployment, the delivery system balloon burst upon full inflation due to calcification. Post deployment, the xt valve was observed to be fully expanded and stable in a 90:10 aortic/ventricular position. However, it was decided to do post-dilatation with a 22mm tru balloon as a safety measure. It was confirmed on the images that the valve had no paravalvular leak and no central leak and the procedure was completed. The delivery system was removed from the patient without issues. There was no injury to the patient.